Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had received an unexpected restart alarm. The troubleshooting was performed and unexpected restart alarm occurred shortly after inserting a new battery. The customer was advised that the pump will need to be replaced. The customer was to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error error test and self test. No unexpected restart error alarm noted during test.